Manufacturer narrative:
It was reported to philips that the device required a battery replacement. There was no patient involvement. Case was created, and a replacement part order was initiated, however, this was cancelled. A good faith effort (gfe) has been made to acquire the information as to why the part order was cancelled, and it was confirmed that the customer declined further service/support. Philips is unable to rule out that a malfunction did not occur. As an evaluation could not be completed, a cause for the failure could not be determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted. H3 other text : device not returned for evaluation.

Event description:
It was reported to philips that the device required a battery replacement.